Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk drive was evaluated and determined to be at fault. A sbc upgrade kit along with cine drive, hard drive, ip, cine bridge, video controller and display adapter pcb's were installed during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.